Event description:
It was reported that the patient underwent a full revision surgery in which the lead and generator were replaced. The explanting facility does not return explanted devices per the facility's policies. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's device. The patient was referred for surgery due to the high impedance. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.